Event description:
Epidural catheter disconnected from epidural clamp. Clamp appeared properly closed. Quality issues noted with the connector. The manufacturer's rep discerned that the epidural tubing was not always properly seating into the connector. Due to contamination risk, the epidural had to be removed and a new one was placed.